Event description:
Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) due to a charge time of greater than 30 seconds. To date, there have been no reported adverse patient effects related to this clinical observation.